Manufacturer narrative:
Evaluation of the returned neuron select catheter 5f (5f select) confirmed a fracture on the distal end. If the device is 5f select is retracted against resistance, damage such as a fracture may occur. Based on the reported complaint, the tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed stretching on the fractured distal segment. This damage was incidental to the complaint and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left transverse sinus using a neuron select catheter 5f (5f select), a non-penumbra guide catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced the 5f select over a guidewire and through the guide catheter. The physician then experienced resistance advancing and retracting the 5f select in the vessel. It was reported the left transverse sinus was hypoplastic. The physician retracted the 5f select back into the guide catheter and noticed under fluoroscopy that the 5f select was not 1:1 movement. The distal end of the 5f select had fractured within the guide catheter. The physician removed the guide catheter containing the fractured 5f select segment from the patient. The procedure was completed using a new non-penumbra guide sheath and a new 5f select. There was no report of an adverse effect to the patient.